Event description:
It was reported that after shaping the guidewire, the coding on the tip appeared different. A new traxcess guidewire was shaped and used without any problems. The issue was identified during prep, and the device was not used in the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned device found the device to be damaged as described in the complaint description. Based on the investigation result, as a possible cause of this case, it was likely that pulling force was applied to the distal end of guidewire from the time the product was taken out from the holder to the time the product was used, causing the coil to elongate. However, since the details at the time of use were unknown, it was not possible to clarify the cause of occurrence.